Event description:
The hcp reported that the pt presented to emergency room with what appeared to be an "opioid overdose." The pt was supposed to have had a refill "a few days ago." The pt responded to treatment with narcan and therefore, the hcp was confident that the pt was overdosing. He was uncertain if it was related to the pump or oral medication. Although the pt denied taking oral medication.